Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter was chosen for an atherectomy and angioplasty procedure to treat in-stent restenosis of the right superficial femoral artery (sfa). The jetstream catheter was used with a non-boston scientific filter wire and guidewire. Intravascular ultrasound confirmed that all devices were positioned within the true lumen, with sufficient space for jetstream catheter use. The jetstream catheter was used in the proximal 15cm segment of total occlusion, characterized by mixed plaque and mild calcification. Atherectomy lubricant was not used, and the guidewire tip was positioned 10cm from the catheter's distal end during use. The physician performed 'rex' at intervals of approximately 8cm, and the device operated effectively. Beyond the initial 15cm, resistance was noted during catheter advancement. An attempt was made to withdraw and 'rex' the jetstream catheter; however, the wire became stuck inside the catheter, necessitating simultaneous removal of the jetstream, guidewire, and filter wire. Efforts to resolve the jamming issue by priming the catheter in normal saline outside the patient proved unsuccessful. No significant debris was detected within the filter. The medical team elected to proceed using a new jetstream catheter, guidewire, and filter wire. The procedure concluded successfully without any patient complications.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the device became entrapped on the guidewire. A 2.4 mm jetstream xc atherectomy catheter was chosen for an atherectomy and angioplasty procedure to treat in-stent restenosis of the right superficial femoral artery (sfa). The jetstream catheter was used with a non-boston scientific filter wire and guidewire. Intravascular ultrasound confirmed that all devices were positioned within the true lumen, with sufficient space for jetstream catheter use. The jetstream catheter was used in the proximal 15 cm segment of total occlusion, characterized by mixed plaque and mild calcification. Atherectomy lubricant was not used, and the guidewire tip was positioned 10 cm from the catheter's distal end during use. The physician performed 'rex' at intervals of approximately 8 cm, and the device operated effectively. Beyond the initial 15 cm, resistance was noted during catheter advancement. An attempt was made to withdraw and 'rex' the jetstream catheter; however, the wire became stuck inside the catheter, necessitating simultaneous removal of the jetstream, guidewire, and filter wire. Efforts to resolve the jamming issue by priming the catheter in normal saline outside the patient proved unsuccessful. No significant debris was detected within the filter. The medical team elected to proceed using a new jetstream catheter, guidewire, and filter wire. The procedure concluded successfully without any patient complications.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) hospital. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.